Event description:
The physician was attempting to implant 3.0mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient exhibiting severe calcification, excessive tortuosity, 100% stenosis in the proximal rca. The lesion was p re-dilated prior to the attempted delivery of the stent, with 95% stenosis remaining. It was reported that problems were experienced after failing to deploy the stent. It is reported that problems were experienced at the tip of the guide catheter and the stent was damaged upon removal from the patient. Another stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Cine image review: procedural images provided confirm the severe disease of the rca with significant tortuosity in the proximal to mid rca section and what appears to be a shelf of calcification near the ostium of the rca. Numerous pre-dilations are performed although there is not much degree of opening prior to the attempts to stent the lesion. There appears to be three unsuccessful attempts to stent the lesion with the last attempt appearing to catch on the guide catheter tip while being retracted. Device evaluation: the stent had moved distally and was partially covering the distal tip. Crimp impressions were evident along the exposed balloon portion. The proximal segments were bunched and deformed against the guide catheter tip.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver stent). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification, excessive tortuosity, 100% stenosis). Related another device (stent caught on guide catheter tip during retraction). Conclusion: known inherent risk of procedure (stent deformation and failure to deliver stent). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology; severe calcification, excessive tortuosity, 100% stenosis). Related to another device (stent caught on guide catheter tip during retraction). (B)(4).